Event description:
Information was received that during use of this smiths medical device the needle broke and left in the patient during insertion. It was reported that patient was scheduled to undergo a total knee replacement and was in process of preparing for spinal anesthesia when needle broke during insertion. Reported that the patient required overnight hospitalization, monitoring and operative procedure to remove the needle fragment. No additional adverse effects reported.